Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had motor error. The customer's blood glucose value was 83 mg/dl. Customer reported that customer went to rewind her insulin pump, she was changing site and were inserting a new site but it won't rewind and it started flashing motor error. Customer reported the drive support cap appeared normal. Customer was able to successfully clear the alarm. Customer was unable to complete insulin pump rewind. The device will not be return for analysis.

Manufacturer narrative:
Device alarmed motor error during rewinding due to corroded home switch noted.